Manufacturer narrative:
Siemens healthcare diagnostics has confirmed the trig_c reagent kit lots 348297 and 359932( (B)(4)) used on the advia® 1200, 1650, 1800, 2400, and xpt chemistry systems does not meet instructions for use (IFU) linearity claim at the upper limit of the assay range as it approaches end of shelf life. Internal testing demonstrated that a patient bias (-12% to -15%) may be seen at concentration levels between 450 to 550mg/dl. Linearity is reduced by approximately 31% at higher triglyceride concentrations up to 1200mg/dl (13.56mmol/l). An urgent field safety notice (ufsn) chc16-03.a.ous was sent to ous customers and a urgent medical device recall (umdr) chc16-03.a.us was sent to us customers in march of 2016. The ufsn and umdr state that customers are to discontinue use and discard reagent kit lots 348297 and 359932.

Event description:
The customer has obtained a low result on a patient sample for the triglycerides_2 concentrated assay when using reagent lot 348297 on the advia chemistry 1800 instrument. The sample was run neat initially and then run at a 1:10 dilution. The value obtained on the 1:10 diluted sample was higher. The initial result and the result obtained on the diluted patient sample were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the trig_c results obtained on the patient samples.